Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that days after this right ventricular (rv) lead was implanted loss of capture with an increase in pacing thresholds was noted as well as a decrease in pace impedance measurements and sensing. An x-ray did not show that the position of this lead had changed. A revision took place and this lead was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted that the helix was retracted and setscrew marks were noted in two places one typical location and the other higher near the end of the terminal. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.